Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Device manufacturing date is unavailable. Replacement communication cable shipped to site. A medtronic representative, following up with the site, reported that the cable replacement did not resolve the issue. The medtronic representative replaced the cable and tried powering the axiem (emitter) box but report the axiem box still shut down intermittently. Replacement axiem box shipped to site on (B)(6) 2015. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Event description:
A medtronic representative reported that, during a shunt procedure, the power was cycling on the navigation system emitter box. The medtronic representative reported when the power communication cable was plugged into the system the emitter box would power on then power off on its own a few minutes later. The medtronic representative continued to unplug and re-plug in the emitter box to restore power and use for the shunt surgery. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacture date now provided. Analysis of the returned axiem box as follows: the axiem was not packaged correctly but no external damage was found. The lot number shows that the part was manufactured in 2005, it is 10 years old. No issues at power on. After running for 15 minutes the unit powered off. Checked the voltage from the power supply and it measured 0vdc. Cycled the power and it power on for 3 minutes and them turned off. Power supply malfunction directly caused event. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. On 6/30/2015 a medtronic field representative tested the inav system with the replacement axiem box and found it to be fully functional. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.